Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was alarming with a yellow wrench symbol. The patient was switched to battery power. The mpu cord was removed from the unit and reseated and plugged in again with no resolution of the alarm. The patient's mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on a mobile power unit was unable to be confirmed. The heartmate mobile power unit (mpu) (s/n: (B)(6) was not returned for analysis. There was no log file submitted for review. Provided information indicated that the mobile power unit (mpu) was alarming with a yellow wrench symbol; the mpu cord was removed from the unit and reseated and plugged-in again with no resolution of the alarm. No additional documents or photos were provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As a result, the root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 25jan2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the mpu alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.